Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available for return.

Event description:
It was reported that during testing at the customer site, it was noted that there was a broken piece of blade inside the handpiece. It was also reported that this event did not occur during a surgical procedure, and there was no delay, no medical intervention or adverse consequences as a result of this event.

Event description:
It was reported that during testing at the customer site, it was noted that there was a broken piece of blade inside the handpiece. It was also reported that this event did not occur during a surgical procedure, and there was no delay, no medical intervention or adverse consequences as a result of this event.